Manufacturer narrative:
The customer will not return any of the affected administration sets for investigation. The complaint couldn't be confirmed. Use error might contribute to the event as reported by the user.

Event description:
On (B)(6) 2019, a distributor of zyno medical reported an administration set leaking issue. A user facility representative contacted the distributor stating that an administration set model b2-70071-df120, lot number 16095885 leaked from the 1.2-micron filter. This was one of 3 occurrences at a long term care facility. She stated that typically when it occurred the resident heard it pop and then called the nurse. She stated that they were following protocol by being sure to use the 1.2-micron filter. She also stated she will contact the facility to ask if they saved any of the sets that leaked and if they could send a photo of any of them. The distributor followed up with the user facility representative for further information, advising that they not use sets on their expiration month, and did not receive a response. On (B)(6) 2019, the distributor provided further information about the complaint. The distributor got a call from the number (B)(6) from a pharmacist at the user facility, who stated it is possible that in this case the nurses mixed up the 1.2-micron filter with the 0.2-micron filter sets, despite their being different colors. The pharmacist wanted to be sure there had not been any other reports of the 1.2 micron filter bursting before he reminded the nurses to use the sets with the correct filter. The distributor assured the pharmacist that no other recent reports of the nature had been received by the distributor. The pharmacist stated no sets would be returned to the distributor from this or other previous incidents of this nature but that in the future they would take a photo and send in the sets. The device operator was a licensed practical nurse. The medication being infused was total parenteral nutrition with lipids. A patient was involved but not harmed or injured. The contract manufacturer of the affected device is becton, dickinson and company.